Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that buttons of insulin pump was not working properly. Customer stated that insulin pump had button error alarm and buttons get stuck. Customer also stated that numbers was ramping up. Customer was advised to observe time clock for one minute to verify if time advances and it was advance. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.